Event description:
It was reported the patient's blood glucose rose to 260 mg/dl. The pod was worn on the patient's leg for between 36 and 48 hours. As treatment, a new pod was applied.

Manufacturer narrative:
Investigation found no defects or deficiencies that would contribute to a failure of the pod¿s ability to deliver insulin. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation. Blood was observed on the adhesive pad. The investigation found the distal tip of the formed needle to be damaged. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.